Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -08.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was not replaced with another icl lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was broken. Dimensional inspection found the lens to be within specifications. Work order search: no similar complaints were reported for units within the same lot. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients under 21 years of age. (B)(4).